Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation of the returned device confirms the complaint; the shim has broken. Root cause attributed to product design depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broke.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> investigation of the returned device confirms the complaint; the shim has broken. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Continue to monitor via (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.